Manufacturer narrative:
.

Event description:
A 13cm008008, dealer states the weld that the rear socket pivot cup screws into for the arm assembly has broken from weld of the chair. Dealer stated no injuries associated with the incident.